Event description:
Boston scientific received information that post implant, the patient suffered atypical chest pain and shortness of breath. A hemothorax was suspected. A chest xray confirmed a right pleural effusion. Approximately 400ml of body fluid was removed from the pleural cavity. The patient was then discharged. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.